Manufacturer narrative:
The package insert states "migration, bending, fracture or loosening of the implant" are possible adverse effects. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Upon receipt of the returned screws two part numbers were identified. Report two of two for the same event, reference 1032347-2015-00482.

Event description:
It was thought that one screw was explanted, however three screws were returned for evaluation. It is reported a revision was performed due to the screws backing out. The screws were removed in the surgeon's office, the patient was not hospitalized. It is reported the plates and additional screws were not explanted and the explanted screws were not replaced. It is reported the screws were removed at the patients request as it was stated the screw was felt by the patient.

Manufacturer narrative:
The complaint that the screws backed out and became palpable cannot be verified. The most likely underlying cause of this complaint cannot be determined. The afmea lists potential causes as: locking threads stripped during insertion and screw inserted off-axis. It is also not known if the screw was fully seated into the plate as described in the surgical procedure. Additionally, there was no information provided by the surgeon about the type and location of the sternal plate that was used in this case. In the absence of postoperative images/x-rays or any information from the surgeon, it cannot be confirmed if the screw was placed into the sternal bone per the IFU. Because of these reasons, the root cause in this case cannot be determined. There are no indications of manufacturing defects. Supplemental report two of two for the same event, reference 1032347-2015-00482-2.